Event description:
It was reported that the home patient had an unknown alarm on the homechoice device during an unknown step of peritoneal dialysis therapy. The patient was not connected. It is unknown how the patient would complete therapy. There was no report of patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device was returned for evaluation. A review of the event history log identified the reported problem as a system error 2044. A visual inspection, electrical returned instrument testing evaluation (rite), functional rite and simulated-use testing were performed; the sample analysis revealed a faulty membrane gasket and a faulty pump. The membrane gasket and the pump were replaced and passed all testing. The cause of the reported issue was determined to be the faulty membrane gasket and pump. Should additional relevant information become available, a supplemental report will be submitted.